Event description:
New information received noted patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a right atrial leadless pacemaker exhibited premature discharge of battery. The device was explanted and replaced. Patient had no symptoms. Patient condition after the procedure was unknown.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was at its end of life (eol) level upon receipt. A longevity calculation was performed and determined the battery depletion was premature. Further testing of the hybrid revealed a metal migration anomaly, which caused a short circuit. This resulted in excessive current drain and subsequent battery depletion. Corrective actions have been taken to address the issue. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.